Event description:
Pt presented to the ER complaining of a firecracker sensation in chest in the area of the implanted defibrillator. Implanted cardiac defibrillator device was interrogated by medtronic programmer and it revealed a total of six (6) shocks occurring at the time of the pt's symptoms but no evidence of ventricular dysrhythmia was noted. Findings consistent with implanted cardiac defibrillator lead fracture. Fractured lead was capped and a new lead was implanted. Dense scarring was observed and difficulties were encountered in positioning new lead; therefore, old generator removed and new generator was implanted along with the new lead.